Event description:
It was reported that the vamp tubing came apart from the vamp while being primed in the ICU. No patient complications reported.

Manufacturer narrative:
We received one vamp adult system for examination. Dry blood was visible the reservoir. The pressure tubing was detached from the uv adhesive bond joint with the vamp reservoir. The tubing was bent near the point of detachment. Indication of uv adhesive was present at a small area of the tubing and reservoir bond areas. It appeared that uv adhesive had been inadequately applied to the bond joint during the bonding stage of the manufacturing process. The outer and inner diameters of the tubing were measured near the point of detachment and found to be within the allowable specification. Visual examination was performed at 10x magnification. The complaint was confirmed to be a related to the manufacturing process. Actions are currently being implemented in the manufacturing process to address complaints of this type. A device history record review was complete and documented that the device met all specifications upon distribution.